Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that after 14 days dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, the patient presented bone type iii, bone graft was executed, immediate load and immediate implant were performed, trauma over the implant has happened and 50 ncm of primary stability was achieved.